Event description:
It was reported that the implantable neurostimulator (ins) would stop recharging because the temperature symbol kept appearing on the recharger screen. The patient was not receiving effective therapy and they feared the ins battery would deplete completely due to the ins not charging properly. The recharger was to be replaced, but it was currently still will the patient. The patient received a brand new charging kit, but the ins was allowed to overdischarge three times. The patient¿s healthcare professional (hcp) decided to replace the ins. Since the ins replacement, the patient had returned to the hospital and they were now receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).